Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had hbgs and did a set change. The cause of the event was not determined by the md. It was confirmed that the programming and histories were accurate. Troubleshooting was done and the pump passed the leadscrew test. It was indicated that the customer took manual injections and their hbgs were not coming down. The customer was advised to contact md to discuss their bgs.